Event description:
The pt received a 2.5 x 13mm and a 2.5 x 28mm cypher select stent in the distal left anterior descending (lad). Two months later, the pt had chest pain. Stress test was performed and was positive. One month later, the pt had restenosis which was treated with another cypher select stent.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report# 9616099-2007-00098. This device (lot i0406005) is distributed outside. However, it is similar to the product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.